Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic torn into two pieces. A piece of the lens optic and one haptic were torn off and missing. A cartridge was returned with no visible damage. There was evidence of clear surgical residue. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated an aq2015a silicone three piece lens tore during loading, but was not noticed until the surgeon inserted the lens. The lens was cut into pieces to remove and another same model lens was implanted. There was no patient injury. The reporter stated the cause of the torn lens was due to a loading error.